Event description:
It was reported that during implant of the right ventricular (rv) lead there were high thresholds and high impedance in the apex. The lead was removed and another lead was attempted in the same location, however the same issues were found so the lead was moved to a high septal position and was acceptable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)